Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 at 2: 42 pm with blood glucose of 400 mg/dl. Customer reports they feel okay to troubleshoot. High blood glucose reading started on (B)(6)2017 at 10:00 pm. Customer was hospitalized because of having high blood glucose reading, hydrated and diabetic ketoacidosis. Customer current blood glucose was 311 mg/dl. Customer blood glucose at the time of the incident was 315-395 mg/dl. Customer was treated with injection. The hospital name was (B)(6). Customer was wearing the pump at time of hospitalization. Customer did not mention drive support condition. Infusion set was changed (B)(6) 2017. Customer did not check setting and high pressure test did not perform. Insulin pump will not be returning for analysis